Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit returned has the sheath detached. The telescope male section was found detached/separated from the sheath. In addition, the imaging core was found outside of the sheath assembly when received. Damage in the guidewire exit port was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter stuck in lesion occurred. The target lesion was located in the moderately tortuous and severely calcified unspecified vessel. An opticross imaging catheter was selected for use. However, after the deployment of a unspecified stent, the guidewire exit port was slightly stuck at the severe calcification which was proximal of the lesion during observing. The device was advanced distally and then pulled. Eventually the device was removed from the patient without an issue. The procedure was completed with another of the same device. No patient complication reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that an imaging catheter stuck in lesion occurred. The target lesion was located in the moderately tortuous and severely calcified unspecified vessel. An opticross¿ imaging catheter was selected for use. However, after the deployment of a unspecified stent, the guidewire exit port was slightly stuck at the severe calcification which was proximal of the lesion during observing. The device was advanced distally and then pulled. Eventually the device was removed from the patient without an issue. The procedure was completed with another of the same device. No patient complication reported and the patient's status is good.